Event description:
Pt is here today to request to check her glucometer, reports that she has been getting very high blood sugar results over 300 over the last 3 months. Glucometer and test strips checked and found test strips out of range, glucometer working properly. Pt was informed and instructed to report to pharmacy for new test strips. Reviewed safe storage for test strips/glucometer with pt with handout given, pt verbalized understanding. Dates of use: (B)(6) 2018. Diagnosis or reason for use: diabetic.